Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device restart/reboot itself multiple times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; a zoll representative was onsite. The reported malfunction was duplicated and the device software was reloaded and the configuration was restored to the factory default settings to remedy the problem. It was determined an older configuration was cloned to the device by the customer. Analysis for reports of this type has not identified an increase in trend.